Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for spinal pain. It was reported that the patient called back stating they had to 'fight' with their equipment to connect. The patient stated the pump was right under their skin and was very superficial to the skin. The patient stated they had to move the communicator all over the pump in order to connect. The patient mentioned sometimes they pushed the communicator into their skin to try to connect. The patient stated there was no service code/message screen when they were having issues, they just saw 'pump not connecting.' The patient mentioned they 'just' bolused right before calling. The agent assisted the patient in restarting my personal therapy manager (myptm) app and the patient was able to connect to pump with a brief telemetry delay at 90%. The patient read an expected 1 hr and 49 min lockout. The patient mentioned seeing 'no pump response' briefly while connecting. The agent reviewed clearing data and the patient expressed understan ding and consented. The patient's data was 4.11 mb before clearing. The agent assisted the patient in clearing the data. The agent reviewed general use and the patient agreed to monitor and call back for assistance as needed.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6). Product type accessory product ID a820 lot# serial# unknown. Product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they had to call support three times and they were not sure what they did on this call. The patient stated that they had to go back to the pain clinic and the issue was not resolved. The patient stated that the rep got involved and he called tech support himself and they never heard of this issue. The patient stated that they overnighted a new unit. The patient stated that they had zero issues on the boluses they had with the prior pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that, when they tried to bolus, it would take 45 seconds to connect to the pump. This had been going on since they had the new pump placed. The patient had previously call the manufacturer 4-5 times and his doctor's office with this issue. Patient services walked the patient through clearing the patient data and the 90% lag concern. The patient planned to monitor and call back if the issue persisted. The issue was not resolved through troubleshooting. It was re-reported that the patient previously called the manufacturer and they helped clear patient data.